Event description:
The manufacturer received information indicating a patient expired while using a negative pressure ventilator during a power outage. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported the manufacturer received information indicating a patient expired while using a negative pressure ventilator during a power outage. The nev 100 ventilator was returned to the manufacturer for evaluation. When the device was powered on, it operated as designed, but was alarming. The device's timing belt required adjustment to address the alarm. No other issues where observed. The nev 100 does not have an internal battery backup in the event of a power failure. The nev 100 was supplied to the patient with a backup generator. The generator was never installed and was unavailable when the power outage occurred.